Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the customer experienced a recoverable system error code. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The psm was returned to isi for failure analysis investigation. Engineering discovered both in the error logs. The both system error codes appeared when the davinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put davinci s in a "recoverable safe state". Engineering concluded that the potentiometer assembly had malfunctioned, thus generating the system errors experienced by the customer. As of october 5, 2007, there have been no reported recurrences of the issue at this hospital.